Manufacturer narrative:
The reported complaint of "the autopulse platform (serial # (B)(4) powers on but the display screen is blank, no letters or symbols" was not confirmed during functional testing. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. During visual inspection, unrelated to the reported complaint, noted that the load plate cover was defected with a hole, likely due to mishandling such as a drop. The load plate cover was replaced to address the observed physical damaged. The data archive shows no discrepancy. The autopulse platform passed the preliminary functional test without any fault or error using multiple batteries. The lcd backlight is functional and displayed without any missing letters or symbols. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4) powers on but the display screen is blank, no letters or symbols. The customer replaced with other batteries and a lifeband but issue persisted. No patient involvement.